Event description:
It was reported that percutaneous coronary intervention (pci) was performed using a 6f sheath. The heavily calcified, moderately tortuous, 75% stenosed lesion in right coronary artery (rca) #1-2 was treated with diamondback 360 coronary orbital atherectomy device (oad). Intravascular ultrasound (ivus) was advanced but could not cross the lesion due to calcification. A 2.0 x10mm non-abbott balloon was used for pre-dilatation allowing ivus to cross the lesion and observe it. Distal-to-proximal three low-speed and five high-speed atherectomy treatments were performed. While removing the oad under fluoroscopic imaging, it was noticed that the position of the radiopaque tip has not changed. Fracture of the distal oad driveshaft beyond the oad crown was confirmed. It was believed that the fracture occurred prior to the oad removal. The spring tip of the viperwire advance coronary guide wire was used to remove the fragment by covering it with a guide extension catheter. The guide extension catheter was previously used during pre-dilatation of lesion with the 2.0 x10mm non-abbott balloon and not considered a medical intervention. The procedure was continued after the oad driveshaft effective length of 135 cm was measured and accounted for confirming no oad component was left in vivo. There was no tissue/plaque observed on the oad. After dilation with non-abbott balloon, further dilation was performed using a drug-coated balloon, and the procedure was completed without any issues. There were no adverse patient effects. The physician believes the tip of the oad was trapped at the tortuosity and made contact with the vessel wall but this was not confirmed.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated-stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed using a 6f sheath. The heavily calcified, moderately tortuous, 75% stenosed lesion in right coronary artery (rca) #1-2 was treated with diamondback 360 coronary orbital atherectomy device (oad). Intravascular ultrasound (ivus) was advanced but could not cross the lesion due to calcification. A 2.0 x10mm non-abbott balloon was used for pre-dilatation allowing ivus to cross the lesion and observe it. Distal-to-proximal three low-speed and five high-speed atherectomy treatments were performed. While removing the oad under fluoroscopic imaging, it was noticed that the position of the radiopaque tip has not changed. Fracture of the distal oad driveshaft beyond the oad crown was confirmed. It was believed that the fracture occurred prior to the oad removal. The spring tip of the viperwire advance coronary guide wire was used to remove the fragment by covering it with a guide extension catheter. The guide extension catheter was previously used during pre-dilatation of lesion with the 2.0 x10mm non-abbott balloon and not considered a medical intervention. The procedure was continued after the oad driveshaft effective length of 135 cm was measured and accounted for confirming no oad component was left in vivo. There was no tissue/plaque observed on the oad. After dilation with non-abbott balloon, further dilation was performed using a drug-coated balloon, and the procedure was completed without any issues. There were no adverse patient effects. The physician believes the tip of the oad was trapped at the tortuosity and made contact with the vessel wall but this was not confirmed.